Event description:
It was reported that capture and sensing anomaly were observed due to a lead dislodgment. A suspected lead fracture was also noted.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.